Event description:
The initial reporter received a questionable elecsys troponin t hs stat assay (tnt-hsst) result for one patient sample tested on a cobas e 411 rack. The initial result was reported outside of the laboratory. A second sample was collected from the patient. The first sample had an initial result of 14.67 pg/ml with a data flag. The repeat result of the first sample was 5.37 pg/ml. The second sample had a result of 5.2 pg/ml. The reagent lot number is 566611. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer detected the issue with 24 volts power supply. He then replaced the power supply in the unit. The customer performed validation tests with acceptable results. Based on the records provided, the measuring cells have not been replaced since 2017. Based on the pictures provided, clots were found in the samples. The investigation determined that the event was caused by the defective power supply and the sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.